Event description:
The pump was returned for investigation. Investigation revealed that all of the keypad buttons responded intermittently to button presses. Evaluation also revealed that there was moisture under all of the button contacts. During testing, a leak was found in the keypad. In addition to these issues, evaluation revealed a dim, fading, discolored display screen and a cracked battery compartment. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2015.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: evaluation revealed that all of the keypad buttons responded intermittently. The keypad cover was removed and there was moisture observed under all of the button contacts. The keypad was observed to be peeling from the pump. A leak test was performed and a keypad leak was found. Evaluation also revealed that the display screen was dim, fading and discolored and the battery compartment was cracked. (B)(6).